Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: a leak was observed where the pump segment meets the post pump portion of the arterial line.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer for further evaluation. Based on the evaluation results, one photograph was provided for evaluation. The photograph provided was visually evaluated and it was noted the picture was only of a tag with the lot# and item#. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.